Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented for normal follow up and found to be at eri. The patient was asymptomatic. There was noise and high impedance shown on the device. The device was explanted and replaced. The patient was fine.

Manufacturer narrative:
The device was tested on the bench and no anomaly was found.